Event description:
The deep brain stimulator was explanted and returned to the manufacturer for disposal. The reason for explant was reported as 'normal battery depletion'. No patient symptoms or patient outcome were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
There was no output on any unipolar-case combination. There was good stable output on all other electrode pairs tested. The battery voltage was 3.66 volts. Destructive analysis revealed that both epoxy bonds to the battery terminals were broken. The case, both #0 and both #1 and 3 feed through wires were lifted on the hybrid circuit side.